Manufacturer narrative:
February 1, 2010: this event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. (B)(4). Analysis revealed that the implanted ventricular lead was an isoline 2cr6 (the lead was also implanted on (B)(6) 2009). This lead is an integrated bipolar lead, i.e. The right ventricular coil is part of the shock vector, but is also used as a proximal ventricular sensing electrode. No anomaly was observed on lead parameters (impedance, continuity). No final conclusion could be drawn to explain the reported event; nevertheless, the most probable hypothesis would be the effect of the induction shock on the right ventricular coil which becomes visible when this electrode is also used as a sensing electrode. During an induction shock, an accumulation of electric charges occurs at the right ventricular coil level. When the sensing circuits recover after a post shock protection period, these charges are detected by the acquisition chain, resulting in a saturation of the sensed signal. When amplifiers in the acquisition chain have been saturated, they need some time to recover a normal behavior. Such a behavior can be observed after a low energy shock only. There was no impact on the device operation, and the induced arrhythmia was successfully detected and treated. Normal follow-up intervals can be applied for this patient.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2009. Reportedly, an induction was performed using the shock on t-wave option available with ovatio programmer software. The induction shock was followed by an under-sensing period, delaying slightly the ventricular arrhythmia detection and therapy. The same phenomenon was also observed upon the second shock on t-wave induction performed later on. Event was described as a "return to egm baseline (like a telemetry loss)".